Event description:
It was reported that the patients non rechargeable implantable pulse generator (ipg) had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained at the facility.